Event description:
Customer reported a filmer stuck message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and adjusted the microswitches and relubricated the drive rails. System operates as intended. This MDR is related to ge healthcare complaint number.